Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l82265, implanted: (B)(6) 2000. Product type: catheter, product ID 8709, lot# l74640, implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
Patient reported an alarm was heard; telemetry not yet performed. The pump went dry and she has not used it in about 10 years. On (B)(6) 2012, she started hearing a single tone alarm that went off every 30 seconds. The patient reported strokes in 2000; the baclofen did not help. Patient reported a stroke in 2001 and has not had anything in her pump since. Patient stated she has been cut open too many times and she does not want the device removed. The pump was delivering compounded baclofen and morphine. Additional information has been requested, but was not available as of the date of this report.